Manufacturer narrative:
The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the distributor, during a therapeutic laparoscopic inguinal hernia repair part of the device tissue pad fell off. It was confirmed that there were no fallen pieces inside the body. However, the fallen off piece was not found, until a piece presumed to be the fallen off piece was found outside the patient body. The procedure was completed with another device of the same model number. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d8 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that a force was applied to the peeled grasping surface. This might have caused the grasping surface to detach. However, the exact cause of a force applied to the grasping surface could not be determined. Additionally, it's probable the grasping section was closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, as it's unable to be confirmed whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have contributed to the worn out and peeling of the grasping surface. Based on the material analysis during the investigation, it was discovered that the foreign material #1 was part of the grasping section. Polyethylene was not used for the product, the foreign material #2 was not related to the grasping surface. A final root cause of these events was unable to be identified. The following is included in the instructions for use: ¿do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device has been evaluated. Correction is being made for the device information. This supplemental report is being submitted to provide this information. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the tissue pad gripping surface was worn with pieces that had fallen off. The pieces that were fallen off were returned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.